Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain and elevated levels of cobalt and chromium.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. A correct doi and dor waere provided. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, pain, and fracture of the greater trochanter. The fracture is thought to be caused by the osteolysis. The fracture was cabeled. No labs were provided for the alleged high metal ions. The stem is now being added to the complaint. The sleeve has already been reported on (B)(4). Only the stem was revised.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear and metallosis.